Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, suction channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microbes were detected as follows, from samples taken from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor model advantage. The user facility reported that the subject device was reprocessed according to the instruction manual. There was no report of infection associated with this report. - suction channel: pseudomonas aeruginosa ( >100 cfu/100ml). - air/water channel: unspecified microbes ( 14 cfu/100ml).